Manufacturer narrative:
Alternate phone numbers: (B)(6). Alternate email addresses: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold, brown particles inside of the device, white calcification on the surface of the shell 10%. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify crease smooth opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on anterior assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted and replaced.